Manufacturer narrative:
No product will be returned per customer. No investigation was performed. The customer complaint of bonded texium broke off syringe could not be confirmed. The root cause was not identified as no product was returned.

Event description:
It was reported that the pharmacy technician pushed fluorouracil into the dextrose bag when the texium adaptor on the 60 ml syringe broke off. The break was noted where the adaptor is attached to the barrel of the syringe. The customer confirmed that there was no leak noticed or harm to the technician. There was no patient involvement.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the pharmacy technician pushed fluorouracil into dextrose bag when the texium adaptor on the 60 ml syringe broke off. The break was noted where the adaptor is attached to the barrel of the syringe. The customer confirmed that there was no leak noticed or harm to the technician. There was no patient involvement.